Manufacturer narrative:
D9 - device available for evaluation: no. One photo was the item and lot information is shown, however no anomalies or damage are observed. The complaint of leaks on item 011-ch-14 cannot be confirmed. Since not anomalies, damages or leaks were observed on the evidence provided by customer. The device history review (DHR) was performed, and no non-conformities were found that would have led to the reported condition on the complaint.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
A chemoclave¿ vented bag spike was reportedly leaking at the connector at the bottom of the spike. As they infused chemotherapy, this spillage/leakage was even more important due to the health and safety concerns for the user and patient. This issue with spike was highlighted when member of staff reported to a senior nurse. It was then highlighted to the senior nurse that this had occurred several times but not been escalated. The main reported concern is that they are using chemotherapy and there is a risk to user of the device that any leakage may contact the skin. The remedial action taken by healthcare facility, patient or user subsequent to the incident was that all products of the same batch have been withdrawn from the ward area. This represents one of seven incidents and there were seven individual patients that experienced the same issue. There was no report of any human harm.